Manufacturer narrative:
Analysis was normal. No anomalies were found. Unspecified malfunction.

Event description:
It was reported that the asymptomatic patient presented, and the atrial lead was explanted and replaced. It was noted that the lead was not functioning and dislodgement was observed. The patient was stable post-procedure.